Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that a (B)(6) patient, undergoing a hypospadias repair procedure, had the listed warming blanket and a warming device in use from 7:40 am to 9:15 am; the warming device was set at 36 degrees. After the procedure, the drapes were removed from the patient, and redness was visible on patient's bilateral arms, and shoulder. According to the reporter, the warming device did not alarm, and there were no obvious obstructions in the warming blanket. Cold compresses were placed on the patient throughout the evening and the following morning. The reporter explained that the redness had subsided, and that no adverse health effects were endured from event. The reporter explained that the warming device and blanket are being retained by their engineering department.